Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00068. It was reported the patient experienced recent trauma and patient's leads migrated. X-rays confirmed the issue. Surgical intervention took place wherein the entire system was explanted and replaced to address the issue.